Event description:
Vent cannula was handed up to field per usual. When surgeon manipulated it to his preferred shape a piece of plastic popped off. The plastic looks like part of the manufacturing process. It is oval and curved clear plastic. It did not match any of the holes that are in the cannula. The vent was still used for the case. Manufacturer response for left ventricular vent, livanova (per site reporter). They are aware and will investigate.